Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device mbt punch was hit with a mallet w/ out a handle attached. Small metal piece broke off. There were no reports of injuries, medical intervention or prolonged hospitalization. All pieces were retrieved from the patient.